Event description:
A peritoneal dialysis pt has reported that dialysis solution was leaking otu of the cassette and into the cycler. Pt was in fill one of treatment. Upon removing the tubing set form the cycler, fluid was noticed leaking into the cassette compartment of the cycler. Pt had no adverse effects. Sample has not been returned to the manufacturer.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation a nd the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.